Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced allergic reaction to the wearing of the aligners. Patient's symptoms consisted of itchy gums, and it caused the sides of the patient's mouth to split. A cream was given to the patient to treat the reaction. Aligner treatment was stopped, and patient's symptoms ceased. Aligner treatment stopped.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.